Event description:
It was reported that during follow up the physician intended to demonstrate to the patient vibrating alert. The patient did not feel any vibration when the test button for vibration was pressed. Device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.